Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was 583 mg/dl. Elevated blood glucose was addressed with a manual dose injection. The customer changed supplies and resumed insulin therapy. Reportedly, the customer uses admelog, tandem technical support educated the customer that is off label insulin.